Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. The aga medical erosion board reviewed and adjudicated this event on (B)(6), 2011 and determined no erosion occurred.

Event description:
According to the information received, an amplatzer septal occluder was implanted in a patient. An insignificant pericardial effusion was noted some time after device implantation.